Manufacturer narrative:
(B)(4).since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop

Event description:
The hospital repoted that hst iii system (3.8mm) failed to deploy when surgeon introduced it to the aortatomy. It was found out that the issue was the sealing cup which goes into the aorta did not open all the way to seal off blood from coming out of aortatomy. No patient harm or injury was reported. There was about fifteen minutes delay. A new device was utilized to finish case.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b6, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000464463 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.